Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead that had increased over the past two years. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and did not meet expected longevity because of high rv outputs. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.